Event description:
It was reported that the 9800 system intermittently had no video when the cable was moved. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was cleaned and re-greased. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.